Manufacturer narrative:
Product history record and complaint history could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing. The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. (B)(4).

Event description:
A purchasing agent reported that during an intraocular lens (iol) implant procedure, the lens became stuck in the cartridge. There was patient contact but no patient harm.

Manufacturer narrative:
The iol was returned stuck inside a qualified cartridge. An inadequate amount of viscoelastic is dried in the cartridge. The lens is between the loading area and the nozzle entry area. The lens is pressed up, instead of biased down per the dfu. The haptics are folded onto the anterior optic surface. The cartridge shows evidence of being placed into a handpiece. Product history records were reviewed and the documentation indicated the iol met release criteria. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a qualified handpiece. A non-qualified viscoelastic was indicated. The root cause is most likely related to a failure to follow the dfu. A non-qualified viscoelastic was used. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The lens was also positioned incorrectly. The dfu instructs to bias the lens down before advancing the lens in the cartridge. Failure to follow this step can cause the lens to advance incorrectly. In addition an inadequate amount of viscoelastic was observed. The dfu also instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The manufacturer internal reference number is: (B)(4).